Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device exhibited a single low out-of-range shock lead impedance of 0 ohms. The patient was seen in clinic and the low measurement could not be reproduced. It was noted that aside from the one measurement, all others were stable and within normal range. No adverse patient effects were reported. This device remains in service.